Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the repeated faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that repeated recoverable faults occurred on universal surgical manipulator (usm) 3 during a procedure. Troubleshooting efforts began when errors related to usm 3 were confirmed, specifically fault codes 25734 and 32115. The operating team had attempted to recover from the error several times, but the errors persisted. Power cycle and hard power cycle steps were carried out on the patient side cart (psc), yet the errors returned immediately. As a result, usm 3 was disabled to allow completion of the procedure. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient demographics information received.